Event description:
It was reported that a patient experienced an increase in spasticity in his abdomen and legs. The patient was hospitalized. An (B)(4) study was planned. No volume discrepancies were found. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
The following information is related to this event, but was previously reported under manufacturer report # 6000030-2012-00203 001: it was further reported that the patient had flaccid legs and abdominal spasms. Reportedly, the patient ¿went into dialysis.¿ the patient had thought he was going into withdrawals probably from his oral medication as he was self-medicating himself. The patient would sleep for 12-24 hours and not remember how much he had taken and then ¿overdosing and underdosing.¿ the patient was finally hospitalized.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the 8711 catheter revealed an incorrectly assembled catheter. No leaks or breaks were noted. The catheter segment was patent. An area where a suture had been placed directly on the catheter was noted.

Event description:
In regards to the (B)(6) 2011 catheter revision, the old/existing catheter was tied off and left implanted as it was unable to be removed due to scarring. It was clarified that the surgeon elected not to use the same incision line due to a history of cellulitis.

Event description:
The drug being administered via the pump was 2,000 mg/ml of baclofen with a dose of 774.5ug/day. The patient experienced increased abdominal spasms and flaccid legs which triggered autonomic dysreflexia. The pump medication was increased to 852.6gu/day on (B)(6) 2011. A little over a month later the symptoms persisted so the pump was increased to 938.7ug/day. A week later the patient was admitted to the ER due to abdominal spasms, which caused the patient not to sleep, and flaccid legs. The ER ruled out uti, blood work and checked logs for alarms, stalls and resets. It was found that the pump was functioning well. It was noted the patient tried some old oral baclofen at home which was not effective. The next day the pump was increased to 1,126.5ug/day and new oral baclofen was prescribed. The following day a ctscan contrast of the catheter and a ctscan for abdominal internal organs were done. All the results were negative. The oral baclofen was started and the patient experienced no abdominal spasms. The pump was decreased to 1012.9ug/day. A few days later on (B)(6) 2011 the patient was admitted to the ER due to: increased blood pressure; 38c temperature; seizure; severe abdominal spasms; legs no tone or spasms. The patient was sent to the ICU and intubated. Two hours later the patient had no abdominal spasms and legs were flaccid. The patient was in and out of consciousness for 3 hours, would wake up every 30 sec with fear for a few seconds and then go unconscious. The next day the patient was extubated. The residual volume was checked, 15.5, which indicated that the pump was functioning. The patient was transferred to internal medicine for further observation and tests. The pump surgeon saw the patient and suggested to bolus pump when the next episode happens. Patient was discharged home. The next day the patient was admitted to the ER. At 8am 50ug bolus was programmed with no results within 2 hrs. Ativan was given during this bolus for severe spasms. Another 50ug bolus was programmed at 10am. The patient experienced overdose symptoms from noon to 3pm due to bolus via the pump. A month later an indium study was done which showed pooling of dye around the l2-3 area. Oral medications of diazepam, hydromorphone, ativan and baclofen did not stop the spasms but "kept them at bay". On (B)(6) 2011 the patient was admitted to the hospital with kidney failure on dialysis due to overdosing with the oral medications. The patient was desperate to sleep, so self-medicated and slept for more than 12hrs. The pump was decreased to 909ug/day. An external catheter was inserted to deliver baclofen successfully. The total catheter was replaced on (B)(6) 2011 and the pump was started at 500ug/day. It was noted that the old catheter was stuck and the surgeon did not want to make any more incisions due to high risk for infection, so it was knotted and sutured off. The pump has been gradually increased to 600ug/day with abdominal spasms and legs controlled. The patient recovered.

Event description:
Additional information: it was reported that the healthcare provider (hcp) had known the patient since the mid/late 1990's and the patient had a history of cellulitis on and off for several years. The cellulitis typically would start along the circumference of the pump. It appeared to be "really bad" scar tissue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8711 (B)(4) implanted: 2003-(B)(6) explanted: 2011-(B)(6). (B)(4) increased blood pressure.